Event description:
Customer experienced high qc at the end of a hba1c reagent cassette, when qc was repeated at the beginning of the next reagent cassette, it was within range. Hba1c reagent lot was 04528123190. Hba1c results were repeated and customer provided results for 43 patients, one hba1c result was discrepant. Initial result 7.8%, repeat gave 5.4% and repeat on (B) (6) 2010 gave 5.3%. No results were reported out erroneously. The field service representative found a partially clogged probe c, a defective probe b liquid level detect (lld) cable and loose screws used to mount fluidic valves. He replaced probe c, replaced probe b lld cable and tightened fluidic control valves. The field service representative and field application specialist both found possible reagent storage and handling problems suggesting the possibility that shipments may have been compromised on the loading dock. They also found a contamination issue and the field service representative decontaminated the incoming water line and analyzer. Performance tests and qc were performed which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.